Manufacturer narrative:
Due to character limit in e1 event site addres is rue gabrielle-perret-gentil 4. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during the placement of the first fiber-optic intra-aortic balloon pump (iabp), following the insertion of the arterial sheath over the 0.025" guidewire, the iabp was advanced without difficulty until its tip reached the level of the left subclavian artery. Then it was unable to remove the guidewire from the balloon. There were no complications for the patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d4 UDI number.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, , h11. Corrected field: d4 UDI number, expiry date, h4.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane loosely folded, and traces of blood was found inside of the inner lumen and on the exterior of the iab. Four kinks were observed on the catheter extender tubing approximately 76.2cm, 75.4cm, 74.2cm and 72.9cm from the iab tip. The guidewire was returned inside of the iab inner-lumen and resistance was felt while removing it. A kink was observed on the returned guidewire. The engineer attempted to insert the laboratory 0.025in guidewire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The iab - difficult/ unable to remove guidewire is confirmed by the evaluation. The difficulty to remove the guidewire is most likely caused by the kink found on the guidewire, which could have happened during the insertion of the guidewire or during the iab insertion through the guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.